Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide a-t device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device came away completely, and did not close the vessel. It was not specified how hemostasis was achieved. Ther were no reported adverse patient effects. Though requested, no additional information was provided.